Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and emergency department evaluation while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data from the period surrounding the likely event date showed repeated low glucose alerts and multiple insulin pauses initiated by the user. Review of recent usage patterns demonstrated inconsistent meal announcements and behavior consistent with overtreatment of hypoglycemia, which can contribute to glucose variability and increased risk of subsequent hypoglycemia. Clinical assessment indicates the event was most consistent with use-related therapy management factors, including pausing insulin delivery and maladaptive treatment behaviors, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-jan-2026 it was reported that on approximately a few weeks prior the user experienced hypoglycemia with blood glucose (bg) levels reported in the 50 mg/dl range. The user lost consciousness, fell, and sustained injuries including broken ribs and a head hematoma. The user was evaluated in the emergency department the following morning, treated, and released the same day. No long-term health effects were reported.